Event description:
It was reported a connector within the powered wheelchair electrical system was damaged when the end user backed into an object. The damaged connector resulted in arcing between and melting of wires within the system.